Event description:
It was reported by a health care professional (hcp) that the cardiac resynchronization therapy defibrillator (crt-d) alerted on remote monitoring due to high out-of-range shock impedance. The value was 134 ohms and normally it was between 60 ohms and 70 ohms. Technical services (ts) was consulted for further review of device data and a flat rhythm was observed on the left ventricular and shock channels. The patient was also receiving atrial pacing when typically, atrial sensing was observed on previous presenting electrograms. Ts recommended for the hcp to contact the patient to determine if they were still alive. Despite multiple good faith effort attempts, it was not determined whether this patient passed away and no obituary was located. A supplemental report will be submitted should additional information be received.